Manufacturer narrative:
(B)(4).

Event description:
The patient reported via the manufacturer's representative (rep) they sustained an infection after the trial leads were explanted which required hospitalization. As a result the patient wasn't going to permanent implant because the patient and their healthcare provider (hcp) thought the patient might be at a higher risk in the future for more infections so they decide not to proceed. The issue was resolved at the current time.